Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 4 months post implant of this bioprosthetic mitral valve implanted in the pulmonary position of a 13 year old, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The valve was replaced due to moderate stenosis with elevated gradients. It was reported that the leaflets appeared thickened and immobile. No additional adverse patient effects were reported.